Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a snapped cable. A back up instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, and the wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire show damage. Additional observations not reported by the site were also observed. The instrument was found to have a broken bipolar yaw pulley near the conductor wire routing. A broken piece approximately 0.127¿ x 0.066¿ was missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing and the conductor wires were exposed. The missing piece, measuring approximately 0.053" x 0.028" in size, was not returned with the instrument. No signs of thermal damage were observed. A broken yaw pulley was observed near the location of the insulation damage.